Manufacturer narrative:
The pump was received with no button response on all buttons due to moisture on the keypad traces. No button error alarm noted during testing. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the unresponsive buttons. No frozen screen was noted and the time clock advanced properly. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump froze. The insulin pump was no longer working after she attempted to deliver a correction. The insulin pump would not advance to the next screen. The insulin pump alarmed button error and the buttons stopped responding. About six months ago the buttons were stuck and the numbers on the screen kept scrolling. Customer's blood glucose level was 287 mg/dl. Her blood glucose level was high because she ate too much before going to bed. The customer did not see the time advancing. The insulin pump's screen was not completely blank. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.